Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a fluid leak was discovered from the cassette door of a hospital cycler during step 9 after ending the patient¿s peritoneal dialysis (pd) treatment. The pdrn reported receiving an m30.1 - balloon valve leak warning and an m31 air detected in cassette warning during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak was discovered from inside the cassette door and did come in contact with the cycler. A new cycler was issued to the facility. Upon follow up, the pdrn stated the patient was able to complete peritoneal dialysis treatment using another hospital cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The facility has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the facility was discarded and not available to be returned for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a fluid leak was discovered from the cassette door of a hospital cycler during step 9 after ending the patient¿s peritoneal dialysis (pd) treatment. The pdrn reported receiving an m30.1 - balloon valve leak warning and an m31 air detected in cassette warning during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak was discovered from inside the cassette door and did come in contact with the cycler. A new cycler was issued to the facility. Upon follow up, the pdrn stated the patient was able to complete peritoneal dialysis treatment using another hospital cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The facility has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the facility was discarded and not available to be returned for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. There were visual indications of fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. A post-accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the post-accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The DHR review found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form. Mushroom head check passed (04/16/2021). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.